Event description:
This unsolicited device case from united states was received on 11/19/2014 from a pt. This case is cross referenced to case ID (B)(6). This case involves a male pt (age unk) whose knees were already swelling/legs were swollen so badly that no more shape of a knee/knee was the size of his thigh, pain level from compression and swelling was worse than a kidney stone and doctor removed fluid from his right knee to make him functional after receiving treatment with synvisc one. The pt's previous medication included synvisc one and he had no issues at all. The medical history, concomitant medications or concurrent conditions were not reported. On (B)(6) 2014, the pt received treatment with synvisc one injection (dose, route, frequency, indication, batch/lot number, expiration date: not reported). The next day, on (B)(6) 2014 ((B)(6) morning), the pt's both knees were already swelling the size of his thighs and it was progressively getting worse. On the same day, the pt went to the hospital because of the "incredible swelling." It was reported that at the hospital, they tried to extract the fluid, x-rays to the knees were done and the pt was given pain medications. It was also reported that pain level from the compression and the swelling was worse than kidney stone. Further, it was stated that each knee was hard as a rock. It was reported that the pt's legs were swollen so badly that no more shape of a knee and that the knee was the size of the pt's thigh. It was further mentioned that the pt's right knee had a little more arthritis so it was more swollen. On (B)(6) 2014, the doctor removed fluid from the pt's right knee to make him functional and the pt was discharged, the same day. The pt reported that it was an "awful reaction". It was reported that a few nights ago the pt randomly spoke with an orthopaedic physician and described his reaction, the physician said "oh yes it's very common with synvisc", he also said that it was beyond what was published and he mentioned the name of the reaction. It was also reported that there was the word "synvisc" in the name. It was further reported that the reaction affected the pt's mind so he did not remember how the physician he spoke to called it. Further, it was mentioned that the pt had to go back to the doctor who administered synvisc because the doctor had never heard of this reaction and he wanted to make him aware of the name. It was reported that it took three days before the pain and swelling became to subside. Action taken: unk. Corrective treatment: extract fluid and pain medication for knees were already swelling/legs were swollen so badly that no more shape of a knee/knee was the size of his thigh; pain medication for pain level from compression and swelling was worse than a kidney stone. Outcome: recovering progressively getting worse and doctor removed fluid from his right knee to make him functional: unk. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: hospitalization or prolongation for knees were already swelling/legs were swollen so badly that no more shape of a knee/knee was the size of his thigh. Additional info was received on 11/19/2014 from the pt. Related case ID added. The reported term was updated from "knees were already swelling/legs were swollen so badly that no more shape of a knee" to "knees were already swelling/legs were swollen so badly that no more shape of a knee/knee was the size of his thigh". The outcome of the events of "pain level from compression and swelling was worse than a kidney stone" and "knees were already swelling/legs were swollen so badly that no more shape of a knee/knee was the size of his thigh" was updated from unk to recovering. Clinical course updated and text was amended accordingly.